Event description:
Customer returned an accutrend plus system because it appeared damaged and burnt. Internal cables were damaged and looked melted. Customer also reported that upon turning the system on he noticed a spark. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).